Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent an orif surgery for trochanteric fracture of the femur. When the surgeon inserted the end cap into the nail, the end cap could not be inserted fully or to the correct position. Since the end cap had gotten stuck and could not be rotated forwards or backwards, at the discretion of the surgeon the end cap was placed as-is. The surgery was completed successfully with no delay. No further information in available. This report is for a pfna-ii ø11 xs 130° l170 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.